Event description:
While a scrub tech was pulling supplies for a case, they noticed blue paper or plastic trash caught inside the sterile package of a 3 endopath 5mm endoscopic blunt tip dissectors. Appears product was incorrectly packaged during the manufacturing process. The product was sent to materials to be reported and returned.